Manufacturer narrative:
(B)(4)

Event description:
Procedure: laparoscopic hernia repair. According to the reporter: balloon burst as surgeon was inflating it during the lap inguinal hernia repair.** (B)(6). *** additional information requested via email *** 1. Were all pieces of the balloon recovered? 2. What surgical procedure was being performed? 3. Was there any unanticipated tissue loss as a result of this problem? 4. Was there any tissue damage as a result of this problem? A. If yes, describe the damage and provide details on how the damage was treated/corrected. B. Was the damage irreversible? 5. Was there blood loss of 500cc or more due to the product problem? 6. Did any additional blood loss resulting from this product problem require a blood transfusion? 7. Was surgical time extended by more than 30 minutes due to the product problem? 8. Was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?) 9. How is the patient currently?

Manufacturer narrative:
(B)(4).